Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and increased threshold measurements. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.